Event description:
The customer reported interruption of image occurred with the evis exera iii xenon light source. In addition, the customer suspected a faulty video socket. The event occurred during an unknown diagnostic procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of faulty video socket was not confirmed. A non-olympus lamp life meter was reading at 200+hours and the light output measured within range. In addition, corrosion inside the air tubing was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.